Manufacturer narrative:
.

Event description:
Baxter reported a broken spike on a transfer set due to a mis-spike. The actual sample is available for eval. There was no pt injury or medical intervention.